Event description:
Permacol was used in an open wound in a critically ill patient soon after trauma surgery. Skin closure was not obtained however, absorbable sutures were used for fixation in certain areas. The permacol subsequently began to disintegrate and some of it may have been removed while the patient was in rehabilitation. The surgeon stated that these cases are very challenging and biologics represent one of the few options available, however, the surgeon commented that breakdown was not the desired result.